Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing and lock were defective. Various parts were replaced. Device was repaired and returned to the customer. No further information was available.

Event description:
Customer reported that the bearing was hot. This is report 1 of 1 for complaint (B)(4).